Event description:
During a coronary drug eluting stenting treatment procedure, a shaft kink occurred. The physician was attempting to place a taxus express2 3.5x28mm drug eluting stent in the 90% stenosed lesion located in the severely calcified, severely tortuous proximal left anterior descending (lad) artery when the shaft kinked. The procedure was completed another taxus stent. No pt injuries or complications were reported. However, the returne product confirmed that there was stent damage.